Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-08330. It was reported that the burr was stuck in the lesion and tangled with the wire and stent. The target lesion was located in middle to distal right coronary artery (rca). A 1.25mm rotalink¿ plus and a rotawire were used for treatment. During the procedure, it was observed that the burr stalled. The physician attempted to remove the burr by pulling back the burr; however, the burr was unable to be removed and was stuck in the rca. The physician decided to cut the burr and sent the patient for surgery. The burr was successfully retrieved and it was noted that the burr tangled up within the stent and the wire. There were no further patient complications reported and the patient's condition post surgery was stable.